Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred eighty minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with venous pressure and blood leak alarms. Blood leak test strips were used and tested positive for the presence of blood. The rn stated the fiber inside the dialyzer appeared crooked and was twisted. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient did not complete treatment after the reported event. The complaint device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The test passed possibly due to coagulated blood. Upon extraction of the fiber bundle a potted fiber fragment was noted coming from the potting surface. The fiber extended from the bottom of the potting surface measuring approximately 0.75mm in length. The fiber fragment was located at approximately 0° on the non-cavity ID end with the ports positioned at 0°. There was no other damage or irregularities visually noted on the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred eighty minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with venous pressure and blood leak alarms. Blood leak test strips were used and tested positive for the presence of blood. The rn stated the fiber inside the dialyzer appeared crooked and was twisted. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient did not complete treatment after the reported event. The complaint device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred eighty minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with venous pressure and blood leak alarms. Blood leak test strips were used and tested positive for the presence of blood. The rn stated the fiber inside the dialyzer appeared crooked and was twisted. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient did not complete treatment after the reported event. The complaint device was available to be returned to the manufacturer for evaluation.